Event description:
It was reported that the surgeon implanted a micl12.1 implantable collamer lens 06/21/2007 and the lens was explanted in 2007 because the lens was too close to the patient's natural lens. The lens was removed and replaced with a longer lens without further patient incident. The reporter stated, the incident was due to a mismeasurement.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that there was a clear surgical residue on the lens; however, there was no visible damage.